Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent oblique lateral interbody fusion (olif) due to some unknown reasons. Intra-op, the tip of threaded shaft snapped at inserter shaft/implant junction during insertion. Broken tip was completely removed from the patient. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual and optical examination identified that the threads at the tip of the threaded shaft appear to have been sheared off. It appears that the failure may be the result of bend stress overload. If information is provided in the future, a supplemental report will be issued.